Event description:
Related manufacturer report number: 2017865-2023-36500 it was reported that the patient presented for a follow-up in clinic with infection and wound dehiscence. Upon further examination, the right ventricular lead was presented with vegetation. The pacemaker and right ventricular lead were explanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.